Event description:
Lifecor customer support noticed sporadic "battery pack fault" flags on a female patient's recent download. Support contacted the patient so that the battery pack could be replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery pack fault" flags was due to a damaged connector pin (pin 2). The battery pack was repaired. Then it was retested and restocked. The root cause of the bent contact cannot be positively identified, but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.